Event description:
One endeavor sprint rx drug-eluting stent was implanted in the distal rca. Two days post index procedure, the patient presented with aphasia. Cranial CT revealed intracerebral bleeding of the left temporo-occipital region. Investigator classified event as stroke related to spontaneous intracranial hemorrhage. Investigator reports that event was not related to study stent or study procedures. Patient asymptomatic at 30 day follow-up.

Manufacturer narrative:
Evaluation: results: stroke/cva.